Event description:
This unsolicited case from united states was received on 11-aug-2016 from a patient. This case concerns a (B)(6) female patient who had severe knee pain/ pain got worse the same day while receiving treatment with synvisc; 15 days after the first injection not been able to do her regular house hold work, 57 days after the first injection, couldn't sleep and after unknown latencies, could hardly walk, heat in knees and knees both had pitting edema. The patient had bone on bone on both knees and had synvisc injections several times in the past years. The patient first used synvisc 4 years ago. The patient had been treated by the same orthopedic for 7 years and it had been about 4-5 years since he treated the patient with the synvisc injections. The patient was receiving nabumetone (relifen) and fenoprofen calcium (nalfon) for arthritis and unspecified steroid injections. No concurrent condition was reported. On (B)(6) 2016, the patient initiated treatment with first of 3 series intra-articular synvisc injection weekly (dose, batch/ lot number and expiration date: not provided) into both knees for osteoarthritis. At the time of injection, the patient was not having pain in right knee. The patient told the orthopaedic that the right knee was not bothering her and he stated that he wanted to keep both knees on equal time frame of treatment and had to inject in both knees to even it out. It was reported that the patient lived 70 miles away. The same day, on the drive home, the patient started experiencing pain, different from any other time. The patient had severe knee pain. The patient had to use that same knee to drive in the traffic because she was unable to use cruise control. The patient thought that the pain was from trauma to the knee after the first injection because she knew that sometimes you did have pain from the injection. The patient dismissed the pain and put ice on knees when she got home with no relief. On (B)(6) 2016, the patient went back to the orthopedic for second injection and told him that she was experiencing the pain, now in both knees to which he replied that they did not have that problem before and decided to give another injection to hopefully even it out. It was reported that the pain became greater and gradually became worse. On (B)(6) 2016, the patient received the third injection after which the pain got worse. Since (B)(6) 2016, 15 days after the first injection, the patient had not been able to do her regular household work. On an unknown date in 2016, several days after the third injection, the patient called the orthopedic's nurse who told the patient to continue alternating the ice and heat and that the orthopaedic would not do any steroid injections for 6 weeks. The nurse offered to see if the orthopaedic would give stronger pain medication. The patient was taking tramadol hydrochloride (tramadol) since she did not want to get hooked on strong medication, so she refused. Since an unknown date in 2016, after unknown latency, the patient's both knees had pitting edema and the patient was in so much pain and she did not call back as she knew she could not make that drive back to the office. The patient called a local orthopaedic where she had once been a patient and they agreed to see her. On (B)(6) 2016, the local orthopaedic gave the patient steroid (cortisone) injections in both knees and they did not help. On an unknown date in (B)(6) 2016, 2 weeks later, the patient called them back and asked if she could get fluid drawn off. The nurse seemed to think that she could however the physician stated that the patient was in so much pain and he did not want to cause any more pain by doing that procedure, when it would come right back. The physician stated he would order physical therapy, that would start next week. The physician changed patient's arthritis medication from nabumetone to fenoprofen calcium, which her insurance did not cover. It was reported that they gave her a 30 day supply, it had been a week and there was no difference in the level of pain. The patient had a brace ordered for the left, if medicare would approve. On (B)(6) 2016, 57 days after the first dose, patient's knees were both swollen at night. It was 12:14 am and the patient could not sleep. It was reported that the patient didn't know what to do now and that might be she would just go the emergency room because she was in a lot of pain and could hardly walk. The same day, she visited the clinic and was advised that from all indications, it seemed as though the patient did have a reaction to synvisc. The patient was given an injection of ketorolac tromethamine (tordol) for pain, that did not touch her pain. It was reported that the patient had pain that she had never experienced before swelling, and heat in her knees. The patient was advised by the nurse practitioner to see the doctor that gave her the injections the next day, she stated she would call him, however it was then after hours. Next day the patient called the doctor and left a message regarding the previously received cortisone injections. The patient needed knee replacement in both knees but she could not have surgery now or recuperation time because her husband had alzheimer and she needed to care for him. The patient knew that it was not routine arthritis pain. It was different and it was painful. The doctor stated that he would not inject cortisone injection again until (B)(6) 2016. The patient had arthritis pain for 10 years, no pain like this, and had always had relief from cortisone, also synvisc had given relief. The patient did not know what to do as the pain was getting worse. Corrective treatment: ice, heat, tramadol hydrochloride, ketorolac tromethamine and unspecified steroid for severe knee pain/ pain got worse; not reported for rest of the events outcome: unknown for heat in my knees; not recovered for other events.. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criterion: required intervention for severe knee pain/ pain got worse. Additional information was received on 14-aug-2016. Additional event of heat in my knees was added along with details. Additional corrective treatment medication was added for severe knee pain/ pain got worse. Clinical course was updated. Text was amended accordingly.

Event description:
This unsolicited case from united states was received on 11-aug-2016 from a patient. This case concerns a (B)(6) female patient who severe knee pain/ pain got worse while receiving treatment with synvisc; 15 days after the first injection not been able to do her regular house hold work, 57 days after the first injection, couldn't sleep and after unknown latencies, could hardly walk and knees both had pitting edema. . The patient had bone on bone on both knees and had synvisc injections several times in the past years. The patient first used synvisc 4 years ago. The patient had been treated by the same orthopedic for 7 years and it had been about 4-5 years since he treated the patient with the synvisc injections. The patient was receiving nabumetone (relafen) and fenoprofen calcium (nalfon) for arthritis and unspecified steroid injections. No concurrent condition was reported. On (B)(6) 2016, the patient initiated treatment with first of 3 series intra-articular synvisc injection weekly (dose, batch/ lot number and expiration date: not provided) into both knees for osteoarthritis. At the time of injection, the patient was not having pain in right knee. The patient told the orthopaedic that the right knee was not bothering her and he stated that he wanted to keep both knees on equal time frame of treatment and had to inject in both knees to even it out. It was reported that the patient lived 70 miles away. The same day, on the drive home, the patient started experiencing pain, different from any other time. It was reported that the patient had severe knee pain. The patient had to use that same knee to drive in the traffic because she was unable to use cruise control. The patient thought that the pain was from trauma to the knee after the first injection because she knew that sometimes you did have pain from the injection. The patient dismissed the pain and put ice on knees when she got home with no relief. On (B)(6) 2016, the patient went back to the orthopedic for the second injection and told him that she was experiencing the pain, now in both knees to which he replied that they did not have that problem before and decided to give her another injection to hopefully even it out. It was reported that the pain became greater and gradually became worse. On (B)(6) 2016, the patient received the third injection. It was reported that the pain got worse after the third injection. Since (B)(6) 2016, 15 days after the first injection, the patient had not been able to do her regular household work. On an unknown date in 2016, several days after the third injection, the patient called the orthopedic's nurse who told the patient to continue alternating the ice and heat and that the orthopaedic would not do any steroid injections for 6 weeks. The nurse offered to see if the orthopaedic would give stronger pain medication. It was reported that the patient was taking tramadol hydrochloride (tramadol) since she did not want to get hooked on strong medication, so she refused. Since an unknown date in 2016, after unknown latency, the patient's both knees had pitting edema and the patient was in so much pain and she did not call back as she knew she could not make that drive back to the office. The patient called a local orthopaedic where she had once been a patient and they agreed to see her. On (B)(6) 2016, the local orthopaedic gave the patient steroid injections and they did not help. On an unknown date in (B)(6) 2016, 2 weeks later, the patient called them back and asked if she could get fluid drawn off. The nurse seemed to think that she could however the physician stated that the patient was in so much pain and he did not want to cause any more pain by doing that procedure, when it would come right back. The physician changed patient's arthritis medication from nabumetone to fenoprofen calcium, which her insurance did not cover. It was reported that they gave her a 30 day supply, it had been a week and there was no difference in the level of pain. The patient had a brace ordered for the left, if medicare would approve. On (B)(6) 2016, 57 days after the first dose, patient's knees were both swollen at night. It was 12:14 am and the patient could not sleep. It was reported that the patient didn't know what to do now and that might be she would just go the emergency room because she was in a lot of pain and could hardly walk. It was further reported that the patient needed knee replacement in both knees but she could not have surgery now or recuperation time because her husband had alzheimer and she needed to care for him. It was reported that the patient knew that it was not routine arthritis pain. It was different and it was painful. Corrective treatment: ice, heat, tramadol hydrochloride and unspecified steroid for severe knee pain/ pain got worse; not reported for rest of the events outcome: not recovered for all the events a pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criterion: required intervention for severe knee pain/ pain got worse

Event description:
This unsolicited case from united states was received on 11-aug-2016 from a patient. This case concerns a (B)(6) female patient who had severe knee pain/ pain got worse the same day while receiving treatment with synvisc; 15 days after the first injection has not been able to do her regular house hold work, 57 days after the first injection, couldn't sleep and after unknown latencies, could hardly walk, heat in knees and knees both had pitting edema. The patient had bone on bone on both knees and had synvisc injections several times in the past years. The patient first used synvisc 4 years ago. The patient had been treated by the same orthopedic for 7 years and it had been about 4-5 years since he treated the patient with the synvisc injections. The patient was receiving nabumetone (relifen) and fenoprofen calcium (nalfon) for arthritis and unspecified steroid injections. No concurrent condition was reported. On (B)(6) 2016, the patient initiated treatment with first of 3 series intra-articular synvisc injection weekly (dose, batch/ lot number and expiration date: not provided) into both knees for osteoarthritis. At the time of injection, the patient was not having pain in right knee. The patient told the orthopaedic that the right knee was not bothering her and he stated that he wanted to keep both knees on equal time frame of treatment and had to inject in both knees to even it out. It was reported that the patient lived 70 miles away. The same day, on the drive home, the patient started experiencing pain, different from any other time. The patient had severe knee pain. The patient had to use that same knee to drive in the traffic because she was unable to use cruise control. The patient thought that the pain was from trauma to the knee after the first injection because she knew that sometimes you did have pain from the injection. The patient dismissed the pain and put ice on knees when she got home with no relief. On (B)(6) 2016, the patient went back to the orthopedic for second injection and told him that she was experiencing the pain, now in both knees to which he replied that they did not have that problem before and decided to give another injection to hopefully even it out. It was reported that the pain became greater and gradually became worse. On (B)(6) 2016, the patient received the third injection after which the pain got worse. Since (B)(6) 2016, 15 days after the first injection, the patient had not been able to do her regular household work. On an unknown date in 2016, several days after the third injection, the patient called the orthopedic's nurse who told the patient to continue alternating the ice and heat and that the orthopaedic would not do any steroid injections for 6 weeks. The nurse offered to see if the orthopaedic would give stronger pain medication. The patient was taking tramadol hydrochloride (tramadol) since she did not want to get hooked on strong medication, so she refused. Since an unknown date in 2016, after unknown latency, the patient's both knees had pitting edema and the patient was in so much pain and she did not call back as she knew she could not make that drive back to the office. The patient called a local orthopaedic where she had once been a patient and they agreed to see her. On (B)(6) 2016, the local orthopaedic gave the patient steroid (cortisone) injections in both knees and they did not help. On an unknown date in (B)(6) 2016, 2 weeks later, the patient called them back and asked if she could get fluid drawn off. The nurse seemed to think that she could, however, the physician stated that the patient was in so much pain and he did not want to cause any more pain by doing that procedure, when it would come right back. The physician stated he would order physical therapy,that would start next week. The physician changed patient's arthritis medication from nabumetone to fenoprofen calcium, which her insurance did not cover. It was reported that they gave her a 30 day supply, it had been a week and there was no difference in the level of pain. The patient had a brace ordered for the left, if medicare would approve. On (B)(6) 2016, 57 days after the first dose, patient's knees were both swollen at night. It was 12:14 am and the patient could not sleep. It was reported that the patient didn't know what to do now and that maybe she would just go the emergency room because she was in a lot of pain and could hardly walk. The same day, she visited the clinic and was advised that from all indications, it seemed as though the patient did have a reaction to synvisc. The patient was given an injection of ketorolac tromethamine (tordol) for pain, that did not touch her pain. It was reported that the patient had pain that she had never experienced before swelling, and heat in her knees. The patient was advised by the nurse practitioner to see the doctor that gave her the injections the next day, she stated she would call him, however, it was then after hours. Next day the patient called the doctor and left a message regarding the previously received cortisone injections. The patient needed knee replacement in both knees but she could not have surgery now or recuperation time because her husband had alzheimer and she needed to care for him. The patient knew that it was not routine arthritis pain. It was different and it was painful. The doctor stated that he would not inject cortisone injection again until (B)(6) 2016. The patient had arthritis pain for 10 years, no pain like this, and had always had relief from cortisone, also synvisc had given relief. The patient did not know what to do as the pain was getting worse. Corrective treatment: ice, heat, tramadol hydrochloride, ketorolac tromethamine and unspecified steroid for severe knee pain/ pain got worse; not reported for rest of the events. Outcome: unknown for heat in my knees; not recovered for other events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required seriousness criterion: required intervention for severe knee pain/ pain got worse additional information was received on 14-aug-2016. Additional event of heat in my knees was added along with details. Additional corrective treatment medication was added for severe knee pain/ pain got worse. Clinical course was updated. Text was amended accordingly. Additional information was received on 18-aug-2016: global ptc number and ptc results were added.